Event description:
It was reported the patient¿s device was in overdischarge. It was noted a physician mode recharge successfully reset the device and the power on reset (por) condition was successfully cleared. It was reported the patient never had therapeutic effect. It was noted impedance testing and reprogramming had occurred. It was reported the patient had not used the device for several months and did not know they had to charge when not in use. It was reported the patient had telemetry issues. It was reported the patient¿s stimulation did not cover their pain. It was noted the cervical lead placement was difficult and the therapy was not optimal. It was reported the patient was able to fully charge after por was cleared. It was noted the patient was scheduled for lead revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu _recharger_acc, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).